Event description:
A malfunction alarm on the pump was reported by the caller. Technical support to report the issue and received guidance on resetting the pump. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer did not take any actions to address the high blood glucose and did not require assistance from a third party. The pump malfunction did not recur after the reset, and the customer was advised to continue using the pump and to report any future problems.